Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to 9610595-2025-42442 (2/2).

Event description:
The customer reported that the colonovideoscope had positive microtest on more than one occasion a few months ago and it took four cleaning to resolve it. The subject device had positive culture growth again and had a visible residue present on the cleaning brush during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the complaint investigation. Updated field: d8, h2, h6. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.